Event description:
Customer requested that the dose on the 9800 system be adjusted to comply with the state of tn requirements. Current setting is in compliance with factory specifications. No pt injury reported.

Manufacturer narrative:
A ge service representative visited the facility and performed the adjustment as requested. Per state of tn requirements, measured dose with laser aimer in place and adjusted ma limit file so dose does not exceed 10r/min in normal mode and 20r/min in hlf mode. System performs as intended and returned to service.